Event description:
It was reported by an attorney that the patient underwent a gynecological procedure in (B)(6) 2005 and an unknown mesh was implanted. Following the insertion the patient experienced recurrent utis, tightness in the vagina, vaginal bleeding, discharge, groin pain, and dyspareunia for both the patient and the spouse. It was reported that the patient felt the mesh close to the surface. In (B)(6) 2013 the patient¿s pain, bleeding, and utis increased, an area of mesh exposure on the anterior abdominal wall was noted and an area of contracted mesh was felt in the vagina. In (B)(6) 2013, a large amount of mesh was noted crumpled at the side of the anterior vaginal wall, causing inflammation. In (B)(6) 2013, the patient underwent removal of the pelvic mesh. Thereafter, the patient suffered persistent pv bleeding and clots. The patient continues to experience discomfort in her vagina, abdomen and pelvis area. No additional information was provided.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted, due to stress and urge incontinence, cystocele, and moderate rectocele. On (B)(6) 2013 the patient underwent a cystoscopy procedure due to mesh exposure on the anterior abdominal wall. On (B)(6) 2013 the patient underwent a mesh removal. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.